Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Single reporter exemption #e2015028. Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. The returned microcatheter was missing its tip. Microscopic observation revealed that the tip was torn off at the distal end of the shaft segment; the separated tip was approximately 5mm long. The strands of the distal shaft were found disarranged due to accumulated torsion. The tip breakage end was also microscopically observed. Scratches that assumed to be made by contacting a relatively hard object such as calcium were found on the shaft proximal to the breakage end. The catheter lumen was narrowed down by stretched braids in the middle layer and innermost polymer layer, suggesting that the tip was torn off possibly by torsion. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the investigation outcome, it was concluded that torsion exceeding the product's design limit might be inadvertently applied to the catheter while the tip was being trapped possibly by the lesion with calcification and caused damage to the tip. The tip was assumed to be separated by tensile stress generated during removal. There was no indication of product deficiency. Instructions for use (IFU) states that: [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter broke off and the broken tip was left in the patient body during a pci to treat an unspecified lesion in the rca.